Event description:
A surgeon reports that one week following intraocular lens (iol) implant surgery, a pt reported a dark shadow vertically oriented to the temporal side of their vision. The association between this event and the iol is not known.